Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode c and d. An unused pulse wire migrated within the ECG electrode and shorted to -5v line affected voltages in the ecgs a&b cable. A root cause investigation determined that the cause of the unused wire migration in the ECG ¿c&d¿ cable was the lack of a method to secure the unused wire ends. There was no adverse event that resulted from the damaged belt.